Event description:
It was reported that the patient was experiencing inadequate pain relief and had to charge the implantable pulse generator (ipg) frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.